Event description:
Edwards received notification of a pascal procedure in mitral position where the patient passed away. The device was prepared per the instructions for use and without any issues. The patient was under general anesthesia. The procedure started and there were no issues experienced during transseptal puncture and the fossa could be crossed without complications. The guide sheath was inserted, dilator was removed, and the implant system was inserted. After advancing a few centimeters, aspiration of 40-45cc of blood followed by flushing with physiological heparinized solution was performed. No bubbles were seen in syringe nor in tee (transesophageal echo). After a few attempts of leaflets grasping (3/5 attempts due to clocking optimizations), the physicians noticed sudden patient bradycardia and patient became hypotensive (50/30mmhg, 60/40mmhg). Anesthesiologist administered some drugs with no results. The ic decided to perform a coronarography (the device remained in the left atrium) and noticed an occlusion of the distal part of the rca (lca appeared okay). In the following minutes the heart rate was 0 and resuscitation maneuvers were initiated. The team started to use the defibrillator because the patient suffered from vf, while administering additional drugs, with no improvements. Unfortunately, the patient died in the following minutes. According to the feedback from the ic, the cause could have been a procedure-related air embolism, not device-related. As per response follow up, not much air was drawn into the syringe during aspiration. Small bubbles were seen during the first aspiration phase and then followed by only blood aspiration. No bubbles were noticed at any other point in the procedure.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This is a supplemental MDR to report the internal image evaluation findings.

Event description:
After internal review of the imaging, limited procedural tee of 06/06/2024, there is confirmation of the presence of air bubbles in all cardiac chambers during the attempt for pascal implant procedure in the mitral valve. The air is first seen in the right heart chambers during tsp and later in the left atria when gs and the pascal device are advanced into the left atria. There is further progression of the amount of air bubbles present during leaflets grasping maneuvers with air bubbles in the lv and mobile cluster of air bubbles in the lvot. No EKG changes suggesting hemodynamic instability are observed throughout the images provided. The source of air bubbles cannot be determined from the limited images reviewed.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h6 and h11. The complaint for air bubbles introduced during procedure and/or observed on imaging was confirmed with other empirical evidence via visualization of air upon evaluation of returned imaging. The complaint was confirmed, however a DHR review of the lot in question revealed no manufacturing non-conformances related to the event. Comprehensive follow-up discussions with the clinical specialist revealed no identifiable use errors or potential defects with the device. Imaging evaluation confirmed the presence of air during the procedure; however, the origins of the air could not be determined. No product was returned for evaluation. The physician and hospital involved with the complaint event were also unavailable for additional communication. Available information suggests that variations in execution of procedural steps may have been a contributing factor to the reported event. However, a definite root cause is unable to be determined.